Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified.

Event description:
An orsiro drug-eluting stent system was chosen to treat a pre-dilated calcified lesion (100 percent stenosis degree) in a mildly tortuous rca. After first attempt to deliver an orsiro, another attempt was made to introduce another orsiro but again resistance was felt and the device was withdrawn. It was noted that the stent at the distal part is deformed.